Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was not impacted. During troubleshooting, issue was resolved and customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.